Event description:
Pt was revised to address humeral stem loosening at the cement/implant interface. The brand of cement is unknown.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Review of the as400 found 15 pieces were released for distribution in 1996. A search of the complaint database found no prior reports for this part and lot number combination. Provided info marked on the device experience report is marked the device has been implanted for approximately 11 years. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.